Event description:
It was reported that this lead was partially retrieved inadvertently during rv lead extraction. A new lead was successfully implanted. No additional adverse patient effects were reported.